Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 626910) inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 626910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left side fell out". The patient's concurrent conditions included obesity. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea cramping)") and abdominal pain ("peri umbical pain"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes describe: mood swings,") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced eczema ("eczema"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("urticaria") and rash ("rashes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urticaria, migraine, weight increased, alopecia and eczema outcome was unknown and the rash, headache, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, eczema, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Discrepancy of date(s) of insertion: (B)(6) 2008 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (left tube occluded); on(B)(6) 2008: unilateral occlusion (right tube occluded). Ultrasound scan vagina - in (B)(6) 2008: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received. Events:hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: rashes with urticaria, migraines / headaches, dysmenorrhea (cramping),pain, weight gain, hair loss were added. Lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("left side fell out") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 626910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea cramping)") and abdominal pain ("peri umbical pain"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes describe: mood swings,") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced eczema ("eczema"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), urticaria ("urticaria") and rash ("rashes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral)), surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, menorrhagia, mood swings, vaginal haemorrhage, urticaria, migraine, weight increased, alopecia and eczema outcome was unknown and the rash, headache, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, eczema, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 240 lbs discrepancy of date(s) of insertion: (B)(6) 2008 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (left tube occluded); on (B)(6) 2008: unilateral occlusion (right tube occluded) ultrasound scan vagina - in (B)(6) 2008: unilateral occlusion (left tube occluded) . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: coding request - the event the left side fell out was recoded to essure dislocation and marked as intervention. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left fallopian tube has a spring coil embedded"), pelvic pain ("pain"), device dislocation ("left side fell out") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 626910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, depression and dysfunctional uterine bleeding. Concurrent conditions included obesity. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea cramping)") and abdominal pain ("peri umbical pain"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes describe: mood swings") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced eczema ("eczema"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), urticaria ("urticaria") and rash ("rashes"). The patient was treated with surgery (ablation and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, device dislocation, menorrhagia, mood swings, vaginal haemorrhage, urticaria, migraine, weight increased, alopecia and eczema outcome was unknown and the rash, headache, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, eczema, embedded device, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Discrepancy of date(s) of insertion: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: unilateral occlusion (left tube occluded); on (B)(6) 2008: results: unilateral occlusion (right tube occluded). Ultrasound scan vagina - in (B)(6) 2008: results: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: mr received : concomitant condition added. Event : left fallopian tube has a spring coil embedded was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left fallopian tube has a spring coil embedded'), perforation ('perforation'), pelvic pain ('pain'), device dislocation ('left side fell out') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 626910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, depression and dysfunctional uterine bleeding. Concurrent conditions included obesity and abdominal pain lower. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea cramping)") and abdominal pain ("peri umbical pain"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes describe: mood swings") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced eczema ("eczema"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), urticaria ("urticaria") and rash ("rashes"). The patient was treated with surgery (ablation and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, perforation, pelvic pain, device dislocation, menorrhagia, mood swings, vaginal haemorrhage, urticaria, migraine, weight increased, alopecia and eczema outcome was unknown and the rash, headache, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, eczema, embedded device, headache, menorrhagia, migraine, mood swings, pelvic pain, perforation, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 240 lbs discrepancy of date(s) of insertion: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: unilateral occlusion (left tube occluded); on (B)(6) 2008: results: unilateral occlusion (right tube occluded); on (B)(6) 2008: unilateral occlusion (right tube occluded). Ultrasound scan vagina - in (B)(6) 2008: results: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: vaginal hemorrhage, abdominal pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received new event added perforation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left fallopian tube has a spring coil embedded'), perforation ('perforation'), pelvic pain ('pain'), device dislocation ('left side fell out') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 626910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, depression and dysfunctional uterine bleeding. Concurrent conditions included obesity and abdominal pain lower. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea cramping)") and abdominal pain ("peri umbical pain"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes describe: mood swings") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6)2014, the patient experienced eczema ("eczema"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), urticaria ("urticaria") and rash ("rashes"). The patient was treated with surgery (ablation and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, perforation, pelvic pain, device dislocation, menorrhagia, mood swings, vaginal haemorrhage, urticaria, migraine, weight increased, alopecia and eczema outcome was unknown and the rash, headache, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, eczema, embedded device, headache, menorrhagia, migraine, mood swings, pelvic pain, perforation, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Discrepancy of date(s) of insertion: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: unilateral occlusion (left tube occluded); on (B)(6) 2008: results: unilateral occlusion (right tube occluded); on (B)(6) 2008: unilateral occlusion (right tube occluded). Ultrasound scan vagina - in (B)(6) 2008: results: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: vaginal hemorrhage, abdominal pain and menorrhagia. Lot number: 626910 manufacturing date: 2008/04 expiration date: 2010/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 626910) inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (right tube occluded) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.